Event description:
It was reported the device was dropped and the case was damaged. The device was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery contacts are compressed. Battery release is contaminated. Upper and lower cases, battery drawer, ring cover, and two side bail covers are broken. Ring and two side bails are missing.